Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(6).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile button replacement g-tube was used during a replacement procedure, (date is unknown).according to the complainant, shortly after placement the device started to leak due to the anti-reflux valve not functioning properly. The procedure was completed with a new endovive low profile button replacement g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.